Event description:
It was reported that the device was explanted. "Battery depletion and infection" were noted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. No motor stalls were noted per pump logs. In addition to the pump, the ma nufacturer received the following: model 8709 catheter with the 40 degree connector and distal tip, butterfly anchor, and the v-wing anchor. Analysis of the catheter revealed a hole, which was noted as being a possible needle stick. Leaking was seen in regards to the hole, which was located 39 cm. From the proximal end of the catheter. Per analysis the drug delivered via the pump was lioresal 2000mcg/ml.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.